Event description:
Boston scientific received information that during a routine device change out procedure this right ventricular (rv) lead displayed high pacing thresholds. The lead was subsequently tested on the pacing system analyzer (psa) where pacing impedances of greater than 2500 ohms were noted. Intermittent ventricular capture at 10 volts and low r amplitudes were also seen. The lead was subsequently surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.